Manufacturer narrative:
Balt USA reference (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f220200713 have been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "operation: uterine artery embolization. Microcatheter used: terumo progreat 2.7f ref: (B)(4). Issue: whilst advancing the prestige 7mm x 20cm coil through the microcatheter it took shape and became stuck within the microcatheter. The proceduralist retracted the coil to straighten in out, when he tried to readvance the coil it completely detached from the pusher wire. He then had to use a wire to push the coil into the patient (as you would a pushable coil). The coil had not come in contact with the detachment handle at any point prior to this occuring nor had the physician torqued the pusher wire when advancing through the microcatheter." Incident report form submitted for this event indicated no patient injury was sustained as a result of this incident. (B)(6) 2023, additional information provided by issuer: "balt USA: can you explain what is meant when the implant coil "took shape"? Issuer: it started to coil within the microcatheter. Issuer: note that the faulty item is not available as "unable to retrieve, had been implanted."